Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of the specimen bag falling off the metal supports. Engineering also observed a majority of the bag cuff seal was detached. Based on the condition of the returned unit and the description of the event, it is possible that the heat sealer encountered difficulties that impacted the bag cuff seal strength, making the seal more susceptible to detachment after the bag was inserted inside the tube or during deployment. This resulted in the specimen bag falling off the metal supports. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified

Event description:
Procedure performed: laparoscopic ovarian cystectomy. Event description: surgeon put bag through 11mm trocar and when they went to deploy the bag, it was not on the metal prongs. The bag was hanging out of the shaft and the metal prongs were still inside the shaft. The cord that loops around the bag was only around the guide bead and not the entire bag. Additional information provided by amr acct mgr on 04dec2024 via email: no, the plunger was only pushed forward to deploy the bag and surgeon said bag just fell out. A 2nd cd001 bag was then used and case proceeded. No issues with 2nd bag. No patient injury. Intervention: a second bag was used with no issues. Patient status: no patient injury.

Manufacturer narrative:
The event unit has returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic ovarian cystectomy. Event description: surgeon put bag through 11mm trocar and when they went to deploy the bag, it was not on the metal prongs. The bag was hanging out of the shaft and the metal prongs were still inside the shaft. The cord that loops around the bag was only around the guide bead and not the entire bag. Additional information provided by amr acct mgr on 04dec2024 via email: no, the plunger was only pushed forward to deploy the bag and surgeon said bag just fell out. A 2nd cd001 bag was then used and case proceeded. No issues with 2nd bag. No patient injury. Intervention: a second bag was used with no issues. Patient status: no patient injury.